Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert for right ventricular (rv) lead pacing impedance out of range triggered. Additional information was requested and it was learned the lead displayed high capture threshold in addition to high impedance. The lead impedance measured greater than 3000 ohms and dropped to 1824 ohms. The physician offered to the patient to remove and replace the lead or to monitor it and do a re-check in three months time. The patient opted for monitoring. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.